Event description:
Device 1 of 3. Reference MFR report#: 1627487-2013-25063 and 1627487-2013-25064. The pt has two leads placed supra-orbital (off-label use). It was reported the pt was experiencing uncomfortable pocket heating during charging and normal use. The pt was also receiving ineffective stimulation/coverage due to lead migration. In turn, the pt's ipg was explanted and replaced (with a different model) and both leads were repositioned. Surgical intervention resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.